Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR review showed that all released products are according to specifications valid at the time of production. Raw material certificate review confirms that the products are compliant with the specifications valid at the time of manufacturing. The device is used for treatment. The reported product was reviewed for compatibility with no issues noted. A review of the complaint database over the last 3 years has found one (1) similar complaint reported for item 650-0661. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
It was reported, that the ceramic head broke after a single impaction of the mallet on the femoral trunion.

Event description:
It was reported, that the ceramic head broke after a single impaction of the mallet on the femoral trunion. Delay: 5 minutes: the time for the nurser to leave the room to get a new one. Other than that no delay in surgery. Patient outcome: prolonged surgery.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.